Event description:
It was reported that seven (7) small volume folfusors had black particles in the reservoir or tubing. This was observed during qc checks. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between april 29-30, 2025. H11: the actual device was not available; however, six photographs of the sample were provided for evaluation. Visual inspection was performed on all the samples. Four pictures showed a black particulate located on the tubing, and two pictures showed a brown particulate located on the tubing. From the pictures, it was unknown whether the black and brown particulates are embedded within the material of the tubing and which would not be in the fluid path. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.